Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation a review of the complaint history, instructions for use (IFU),trends and a visual inspection of the returned product was conducted. From the description of the event and due to patient conditions (calcification of the arteries), it was reasonable to suggest that the physician used higher force while trying to position the device which might have led to the kinked sheath of the device. Due to the limited information available it was not very clear if the root cause of the event was associated with the device's surgical procedure (eventual higher force applied on the device) or an eventual malfunction of the device. The investigation of the returned device should bring more clarity into the root cause of the event. The following was noted during examination: the device was returned with the sheath advanced towards the tip of the delivery system. Gapping between the tip vrdt material and the sheath was present. There was a distance of 7.5cm between the tip and the beginning of the sheath. Significant scratches were noted towards the tip of the sheath. A significant kink was noted on the sheath, 16.2 cm from the tip of the sheath. A bend in the cannula was noted 2 cm to 2.5cm from the back hub. The pin vise was noted to be secure upon receipt of the device. The returned device was x-rayed. The x-ray images depicted the loaded system with the clinically distal end of the graft in the correct position and the suprarenal stent contained within the top cap of the device. Based on the provided information in this complaint, it was likely that the patient's pre-existing anatomical conditions, followed by the user inadvertently advancing the sheath on the delivery system contributed to the root cause in this case. We will continue to monitor for similar complaints.

Event description:
The patient had an anurex aaa device implanted sometime in 2005. The original anurex graft had migrated down and the proximal seal was no longer intact. During an evar procedure in the abdominal aorta on a (B)(6) male patient, there was difficulty getting the device up the external iliac. Dilators were used (20fr, 22fr, 24fr, and 26fr) as well as an 8mm angioplasty balloon. The user facility then tried to advance the device again with no success. At which point it was realized that the magnification was higher than expected. They took off the magnification and found 2 things; the lunderquist wire had backed out (it was barley in the pre-existing graft) and the sheath of the new implant had kinked almost 90 degrees. The patient's iliacs were very tortuous with calcification. The procedure was switched from endo to open repair. During the open repair, patient was very unstable. The physician tried his best to control the bleeding, but due to the already diseased aorta was not successful. Patient ended up expiring due to significant blood loss.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had an anurex aaa device implanted sometime in 2005. The original anurex graft had migrated down and the proximal seal was no longer intact. During an evar procedure in the abdominal aorta on a (B)(6) year old male patient, there was difficulty getting the device up the external iliac. Dilators were used (20fr, 22fr, 24fr, and 26fr) as well as an 8mm angioplasty balloon. The user facility then tried to advance the device again with no success. At which point it was realized that the magnification was higher than expected. They took off the magnification and found two things; the lunderquist wire had backed out (it was barley in the pre-existing graft) and the sheath of the new implant had kinked almost 90 degrees. The patient's iliacs were very tortuous with calcification. The procedure was switched from endo to open repair. During the open repair, patient was very unstable. The physician tried his best to control the bleeding, but due to the already diseased aorta was not successful. Patient ended up expiring due to significant blood loss.